Manufacturer narrative:
No conclusion code available. The reported field event of black marks in the left ventricular lead port was confirmed. Black burn marks were observed in the left ventricular lead bore and the connector wire was found to be broken. The cause of the black burn marks and broken connector wire could not be determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to unrelated infection. During the extraction procedure, the right ventricular lead would'nt readily come out of the port. The physician had to pull the lead out, which caused the lead to break. Additionally, when the physician elected to remove the left ventricular lead pin, black burn marks were noted in the left ventricular port of the device. The entire system was explanted. The patient was stable post procedure.